Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. There was not enough data within the complaint information to identify root cause. There is a report of a user error in a related complaint. The patient stated she goes into fill and waits until some solution comes out of the patient line to connect. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report is for issue of air in patient line. A customer contacted global technical service (gts) questions on repriming the patient line on the home choice (hc) during use. The home patient (hp) stated she had pain in her upper back due to having air in the patient line on previous setups (unknown date). Gts advised the hp to call in for assistance if the patient line did not fully prime. Gts also advised to speak to the registered nurse (rn) regarding pain in her upper back. The hp was to call gts if reprime assistance was needed. The hc was operational and a swap of the device was not necessary. The patient was involved but there was no serious injury or medical intervention indicated at the time of the initial report. The writer spoke with the home patient's (hp) nurse on (B)(6) 2011 regarding the reported problem. The nurse said he was familiar with the hp but was not her primary nurse. The nurse said they were aware of the hp having pain due to air. The nurse said they were unclear what the issue was with air, because the patient often attempts to get anyone to justify her pain to get pain prescriptions. The nurse was unsure if the hp's claims were legitimate. The nurse said they had been dealing with the pain issue for quite some time. The nurse said as far as they knew the hp's therapy was going well and without complications. The nurse said he would speak to the hp's primary nurse and if she had any additional information have her contact the writer. The writer recommended retraining for the hp. No patient injury or medical intervention was reported.